Event description:
It was reported that on multiple occasions a homecare pt experienced suctioning difficulties with use of a 14fr. Medline suction catheter and m4cfs specialized cuffless tracheostomy tubes. Conflicting info rec'd regarding the exact quantity of involved devices and the level of pt involvement. It is unknown how long the devices were in use when the reported problems were detected, as well as what type of usage and device maintenance is performed. It was reported that device usage includes interchanging multiple inner cannulae with the non-mated outer cannulae which is contraindicated on device labeled instructions for use. However, it is unknown if this contributed to the reported difficulty. There was no (1) pt involved with no reported pt injury. Two (2) unused, sealed m4cfs devices, one (1) used m4cfs device and a 14fr. Medline suction catheter were returned on 09/10/98 to the MFR for analysis and investigation.